Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. Preventive maintenance and replacement of consumable parts such as batteries and membranes were performed. The ventilator then passed all functional and safety tests and was cleared for clinical use. No parts were replaced due to the reported event. Provided ventilator logs were reviewed. Reported event date was sep 17, 2023. Alarms for peep high were generated from the day prior the reported event date. Alarms for regulation pressure limited were also generated. Those alarms indicate that the ventilator was functioning and it attempted to deliver the set tidal volume, but it failed due to the imposed restriction of the set upper pressure limit. The difficulties may either be related to not optimal parameter settings of the ventilator for the actual patient condition or an increased expiratory resistance. According to the test log, successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate any ventilator malfunction. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. The root cause of the reported event has not been conclusively determined.

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-I - corrected brand name: servo-I base unit d4 ¿ version or model #: - previous version or model #: servo-I - corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref (B)(4).

Event description:
It was reported that the ventilator delivered a higher peep than set value. The patient became hemodynamic instable with tachycardia, respiratory acidosis and lung hyperinflation. The ventilator was replaced, and the patient immediately improved. Final patient outcome was no harm. Manufacturer's ref #: (B)(4).